Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00087 on april 13, 2017. On 06/07/2017 additional information: the cause for the discordant advia centaur xp tni-ultra result is unknown. While the exact root cause of the sporadic elevated results on this patient cannot be determined, tube type (the assay is validated for use on lihep, serum and edta tubes), sample handling, and/or a sample specific interferent as the cause cannot be rule out. The erroneous results are recognized as being inconsistent with the patient's clinical picture. No sample could be returned to siemens for testing to further try to identify the cause. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. Please note interferents may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. · samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."

Manufacturer narrative:
The cause for the discordant advia centaur xp tni-ultra results is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained for samples from the same patient. The collection tubes were different. For the tube type edta2k, the initial and repeat results were elevated. The patient sample was centrifuged for 20 minutes and tested. The result was lower. For the tube type serum, the tni-ultra result was negative. The tube type edta2na (for cbc) and edta2k (for bnp) were tested and the results were negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.